Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit displayed a "defib fault 78" message charging the device. In addition, an "internal dump overload" message was displayed when the device was charged from 360 joules to 300 joules, without discharging the unit. The complainant indicated that there was no patient involvement in the reported malfunction.